Event description:
Healthcare professional reported lap-band system band "slippage". The pt presented with "bowel obstruction", "heart burn", "gastroesophageal reflux disease" and "band not completely emptying". The healthcare professional stated that a diagnostic test also showed a "gastric collapse". The entire lap-band system was explanted and replaced.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it adn no analysis or testing will be done. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. Bowel complications, band slippage, and pain are a surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.